Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the uni revers humeral resection slide block has a rusty screw. It was noticed after the surgery. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received.

Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause for the reported type of event is attributed to the usage of low acid or alkaline solutions for the cleaning.